Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date - ni.

Event description:
It was reported that patient experienced a right femoral periprosthetic fracture due to unknown reasons. No revision procedure has been reported at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
A right hip revision procedure has been indicated approximately fourteen years post-implantation due to an unknown reason; however, no revision procedure has been reported to date.